Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the case clip was not staying clipped to the customer's clothing causing the pump to fall which resulted in the site being pulled out multiple times. The customer reported that the blood glucose (bg) level was "all over the place". The customer declined to provide further information about the bg level or provide further information about the reported event.